Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/03/2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels reaching 344 mg/dl after starting ilet therapy on (B)(6) 2025. The caregiver disconnected the ilet and administered subcutaneous novolog injections per physician plan. The user¿s bg levels began trending downward, and the caregiver stated they would continue to monitor and reconnect the ilet once glucose stabilized. No hospitalization or long-term health effects were reported.